Event description:
It was reported that the pump was not working properly resulting in the customer experiencing diabetic ketoacidosis (dka) and hospitalization; cause of dka was not provided. A blood glucose level was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.